Event description:
Phone call received from pt's spouse reporting alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio inr: 0.9 and 1.8; lab inr: 1.61. The time between testing was 1.5 hours. Therapeutic range 2.5-3.5 from pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigtion pending.